Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing the pump load step did not move the piston and the pump proceeded to the prime step. The pump primed with no issues. During pump exercising the pump alarmed for an occlusion. A force sensor calibration test was performed on the pump and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).